Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: primary IV tubing leaking below IV pump chamber clamp.

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The leak described by customer was immediately realized when saline was infused through the tubing and the complaint was verified. There was a pinhole in the tubing at the bottom of silicone portion to be fastened in pump. A microscope was used and photos were taken and sent to the manufacturer. There has been an issue in the past with pinholes in tubing but this region of the silicone has not been an issue due to manufacturer. The root cause of this incident is unknown. A device history record review for model 2426-0007 lot numbers 22045739 ((b)($) units produced on 18apr2022) and 22045740 ((B)(4) units produced on 19apr2022) was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets. H3 other text : see h.10

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: primary IV tubing leaking below IV pump chamber clamp